Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had shock equipment malfunction. There was no reported patient involvement.

Manufacturer narrative:
The customer was advised to replace the therapy pca. The device remains at the customer site.